Event description:
Upon further query the following information was provided that indicated the peripheral inserted central catheter (PICC) clotted following a leak. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via symbiq pump. The option-lok male adapter of the tubing set was connected to an unspecified needleless valve connector on the pt's PICC. After an unspecified length of time, the customer contact reported that solution leaked from an unspecified location proximal to the option-lok male adapter of the tubing set. At this time, it was reported that the pt's PICC clotted. The tubing set was removed from clinical service. It was reported that the PICC line was de-clotted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional information was provided including if the tubing set was replacement and the therapy was resumed.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.